Event description:
It was reported that the caller read impedances above 10,000 ohms on the #0 contact post-operatively after a percutaneous placement of two quad percutaneous leads and two quad surgical leads. During the implant one percutaneous lead came back out of the skin and was exposed. The doctor cut the lead tip that was exposed outside of the body and sutured the hole. This lead was most likely causing the open circuit. Additional information received reported that the patient felt no stimulation on the right side of her head. It was noted that when the reference electrode was changed on the impedance check, all other electrodes were within normal limits. The only bad impedances were on the right 3487a lead that was partially removed due to poking through the skin. No interventions were planned, and the patient was to follow up with her hcp. She was receiving good therapy in the other areas of treatment.

Manufacturer narrative:
Lead model 3487a-33, lot,# v560312, implanted: (B)(6) 2011, explanted: na; lead model 3487a-33, lot # v560312, implanted: (B)(6) 2011, explanted: na; programmer model 37743, serial # (B)(4); extension model 3708240, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; extension model 3708240, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; lead model 3986a, lot # n298922, implanted: (B)(6) 2011, explanted: na; lead model 3986a, lot # n298922, implanted: (B)(6) 2011, explanted: na; accessory model 37752, serial # (B)(4).